Event description:
It was reported that the user experienced persistent hyperglycemia at 400 mg/dl while using the ilet during a course of steroid injections, and the user was advised that steroid use can disturb automated insulin delivery and that they should consult their healthcare provider. Investigation of this case revealed no evidence of device malfunction, and that elevated glucose was consistent with exogenous steroid use. Symptoms included polydipsia, headache and urinary frequency associated with hyperglycemia. Outcomes included no reported injury and no medical intervention beyond planning to consult a healthcare provider. It was concluded that the event was attributable to a known physiological effect of steroids with device performance as expected under these conditions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.